Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, when snugging down the last couple of turns of the 3.5 non-locking screw, the head twisted off the shaft in the tibial shaft above the syndesmosis during the pilon case. The remaining screw shaft was left in situ. Attempts have been made and no further information has been provided.